Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient experienced under correction greater than one diopter post optimized photo therapeutic keratectomy (ptk) of the left eye.

Manufacturer narrative:
The system history review shows that the laser was verified successfully prior to and after the day of treatment. Logfile review for the date of treatment shows all laser system functions were within specifications for the respective treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).